Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-ray revealed lead migration. A lead revision was completed and therapy was restored. It was noted that a non-saluda anchor was used to secure the migrated lead.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The lead was returned to saluda. Visual inspection identified a small cut in the lead body. The device passed functional testing. The device logs were reviewed, with no anomalies identified. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result."